Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - first name: only first initials provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol), a ring/circle was found on the optic. The lens was immediately explanted. Through follow up, we learned that the surgery was successfully completed with another iol of the same model and diopter. No further details were provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 02-apr-2025. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the photographs provided by the customer were evaluated. The photographs showed the lens cut with a portion of the lens, including one haptic, was missing. Circular damaged was observed on the optic body. Visual inspection of the lens received revealed that the lens was cut into 3 pieces and coated in viscoelastic residue. The lens was cleaned and inspected; a circular mark was observed on the optic of the lens. No further issues were identified. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.